Event description:
It was reported that acute stent thrombosis occurred. A 4.00 x 32 synergy ii drug-eluting stent was implanted for treatment. However, stent thrombosis occurred within the hour after leaving the procedure room. The patient had the therapeutic range for activated clotting time during the case as well as plavix or brillanta and aspirin medications on board. The patient was brought into the lab and the stent thrombosis was removed. No further patient complications were reported and the patient's status was fine.